Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 12f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, flushing of the marker lumen was performed prior to use to confirm patency. However, when the device was inserted, no blood flow was noted from the marker lumen. Outside the patient, the marker lumen was flushed again unsuccessfully. A new prostyle was successfully pre-placed to continue pre-close. The evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle device suture in the pre-close technique. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. Factors that contribute to marker lumen obstruction of flow include, but not limited to, under insertion, clogged marker port / lumen, improper insertion angle. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.